Event description:
The 6f .070 xb 3 100cm catheter presented fracture on its end, preventing its use. There was no patient injury reported. Additional information is not available and the product is not available for analysis.

Manufacturer narrative:
Please note that the event date is unknown but for purposes of report submission, the date of (B)(4) 2012, was entered. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 6f .070 xb 3 100cm catheter presented fracture on its end, preventing its use. There was no patient injury reported. Additional information is not available and the product is not available for analysis. A review of the manufacturing documentation associated with this lot was performed and no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint were found. Without the return of the product the reported customer complaint of 'catheter fractured on its end' could not be confirmed. With the limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication in the manufacturing documentation of a design or manufacturing related issue therefore no action will be taken.